Event description:
The customer reported the system tracked to maximum technique then it shut itself down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system was found to be functioning properly and within tolerances.